Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon ruptured. The heavily calcified lesion was located in an unk vessel. While attempting to treat the lesion, the quantum maverick mr 20mmx2.75mm balloon catheter ruptured at 18atms, first inflation. There was no difficulty noted while inflating the balloon. The procedure was completed with a different device. There were no reported pt injuries or complications. The pt's status was reported as "good".